Manufacturer narrative:
Medtronic received additional information that no error messages appeared, the motor went to max rpm in each selector position device evaluation summary: the reported motor problem was verified during service. The issue was resolved by replacing the assembly 560 bio-console mp module and cable assy. Preventative maintenance was performed per specifications. Note: the instrument was not returned to medtronic for analysis, but was serviced in the field by a medtronic service technician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console 560 instrument, it was reported that there was a motor problem. The use of the instrument was unknown. There was no patient involvement, so no adverse effect occurred.